Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received. The etiology was updated to not related to the device/therapy, and possibly related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of high impedance. It was stated that the patient had a new ins implanted and there was high impedance around contact 2 of more than 40,000 ohms. The etiology was stated to be not related to the device or therapy, and possibly related to the implant procedure. There was no actions taken and there is no further intervention planned as a result of the event. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that the cause of the high impedance was not determined.